Event description:
It was reported that after a routine device change-out procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. A synchronous shock was delivered to test the integrity of the system which resulted in the declaration of code 1005, indicative of shocking into an open circuit. The physician suspected the rv lead may have been damaged during the previous change-out procedure. Troubleshooting options were provided to the field, rv lead replacement was suggested. The rv lead remains in service and no additional adverse patient effects were reported.